Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that after 10 hours of intra-aortic balloon (iab) therapy and inotropes support, in a patient acute coronary syndrome, nstemi (non-st-elevation myocardial infarction) with cardiogenic shock and resuscitated cardiac arrest, the console generated a leak in iab circuit alarm and blood was seen in the tubing. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 10 hours of intra-aortic balloon (iab) therapy and inotropes support, in a patient acute coronary syndrome, nstemi (non-st-elevation myocardial infarction) with cardiogenic shock and resuscitated cardiac arrest, the console generated a leak in iab circuit alarm and blood was seen in the tubing. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that after 10 hours of intra-aortic balloon (iab) therapy and inotropes support, in a patient acute coronary syndrome, nstemi (non-st-elevation myocardial infarction) with cardiogenic shock and resuscitated cardiac arrest, the console generated a leak in iab circuit alarm and blood was seen in the tubing. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. Event site email: (B)(6). The product was returned with the membrane completely unfolded with no visible blood on the catheter. A catheter kink was observed near the y-fitting approximately 77cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.1cm from the rear seal and measuring 0.064cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).